Manufacturer narrative:
(B)(4). Batch # unknown. The lot / batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information received: it turns out that this was actually a user error and not device error. I reported the complaint as soon as I heard about it but from following up with the sister training was just required for the scrub nurse who was present during the procedure.

Event description:
It was reported that three staplers were used in one single donor nephrectomy case because the staplers would not open. There were no patient consequences reported.